Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had red and itchy skin under the lifevest. The patient reported that since he was a doctor, he decided to use a steroid cream on the affected areas. The patient reportedly sought a second opinion on the cream from his friend who was a dermatologist. Follow-up indicated that the irritation had improved.